Event description:
It was reported to manufacturer by facility, per facility, they were doing a two person assist transfer from bed to wheel chair. Resident was lifted straight up over the bed when the lift part snapped causing the resident to fall back on to the bed. No injury to resident. The part right above the scale where it attaches to the boom snapped off per facility. Because this is the 4 point cradle with scale recall issue, their dealer d.s. Should have contacted them about the recall. Manufacturer informed her that the 4 point cradle with scale was recalled and we needed both the 4 point cradle and its scales sent back to us. We explained that this will mean the cradle and scale involved in the incident as well as the cradle and scale that was on the second lifter. We will send her [2] 4 point cradles; plain, along with a 6 point cradle with scale and slings which go with the 6 point cradle so she can weigh their residents. When the approved re-design is completed [eta end of june 2007] for the 4 point cradle with scale we will send them new 4 point cradles with scales. Manufacturer issued RMA to get items back for evaluation. Ims scale manufacturer also notified of this incident.